Event description:
Rptr believes that female partners of condom users face a serious health risk. This risk is due to talc, a dry lubricant present on the surface of condoms. Talc is a known sclerosing agent, which, if introduced into the female reproductive tract, may result in fallopian tube fibrosis with resultant infertility. Of even greater concern are studies linking talc to ovarian cancer. Rptr's interest in talc arose during a clinicopathologic study of fibrotic capsules surrounding silicone gel-filled breast implants. Rptr found talc, an unwanted contaminant, within 70% of the capsules evaluated. Rptr examined other health and consumer-related latex devices, and determined that condoms and dental dams were coated with varying amounts of talc. The harmful effect of talc on human tissue was first recognized in the 1930s when postoperative granulomatous peritonitis and fibrous adhesions were causally linked to surgical glove donning powders. Thirty yrs later saxen et al reported foreign body granulomatous peritonitis in a woman with no previous history of abdominal surgery. Particulate matter found within her peritoneal granulomas was identical to material found on the surface of condoms used by her husband. The authors concluded that material in the condom lubricant traveled upward through the fallopian tubes and became implanted within the pt's peritoneal cavity; they also predicted that condom lubricants might contribute to tubal occlusion and sterility. A more ominous series of studies linked talc to ovarian carcinoma; talc was observed in a number of ovarian and uterine tumors, as well as in normal ovarian tissue. It was hypothesized that deodorizing talcs placed on the perineum (or on the surface of condoms and diaphragms) reached the ovaries via ascent through the fallopian tubes. In support of this hypothesis, retrospective analyses demonstrated that women who used deodorizing powders on sanitary napkins, but who had blocked tubes and/or hysterectomies, had a lesser incidence of ovarian carcinoma than women with patent tubes. Although talc is no longer used as a surgical glove donning powder, it is still used as a surface lubricant on the majority of condoms mfg here and abroad. Rptr is dismayed that the FDA never addressed the issue of talc on the surface of condoms, even though they required surgical glove mfrs to remove all talcs used in processing. The last ten yrs has seen a dramatic increase in the use of condoms. If talc contributes to ovarian carcinoma and/or fallopian tube sclerosis, rptr predicts a significant increase in the incidence of ovarian carcinoma and infertility due to the deleterious effects of condom talc. Rptr does not advocate abandoning condom use. To obviate the risk of talc-associated morbidity in sexually active women, rptr strongly urges condom distributors to eliminate all talcs used in condom MFR. Also see 1004063, 1004064, 1004065, 1004066, 1004068, 1004069, 1004070. (*)